Manufacturer narrative:
Subject device was not implanted. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.

Event description:
During a distal radius procedure, the 1.25mm plate reduction wire was put in, then removed, plate adjusted and wire placed again. Surgeon went to remove it and pushed the wrong button on the drill and the wire broke. Most of the wire was removed, the tip remains in the pt. Procedure was completed with an additional 30 mins added to procedure.